Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter. Visually, there were no abnormalities noted for adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The powered handle was powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended each time, indicating that the software recognized the presence of a reload. The pmv reload was then fired. The reload cut cleanly on the appropriate test media and the staples deployed and were place properly. The reloads loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was then investigated. The adapter was paired with a pmv representative powered handle, and fired; the output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y, the device fired half way then stopped. A grinding was felt in the adapter. The reload would not open completely. The doctor stated that he saw the top of the I-beam go to the end of the reload but only the first half of the staples were fired. It was also noted that an impression was seen on the seam guard on the half that did not staple. There was no tissue damage or tissue loss. The last known patient status is good.